Event description:
It was reported that at implant there was a problem with the helix. It was impossible to screw or unscrew the helix of the lead. The stimulation threshold and the impedance of the lead were very high. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) lead stretched. Full lead returned. Visual inspection: it was noted tht the distal conductor was distorted, the inner insulation was buckled and blood was observed in/on the helix/lobe mechanism.